Event description:
It was reported that before use of the bd luer-lok disposable syringe is missing scale markings. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Two photos were received and evaluated. One photo showed a loose 1ml ll syringe. The barrel had no visible scale markings. One photo showed an opened ripped package with top web showing partial batch# and p/n 309628. Potential root cause for the missing print defect is associated with the marking process. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time. A device history record review could not be performed as batch number provided was not valid for the reported material number. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe is missing scale markings. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A lot number has been identified for the complaint. Updated the lot number from unknown to 8164896 per photo and sap verification.the identifying information is as follows. Medical device lot #: 8164896. Medical device expiration date: 05/31/2023. Device manufacture date: 07/12/2018.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe is missing scale markings. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe is missing scale markings. There was no report of exposure, serious injury, or medical intervention.